Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. According to the information received, a patient was diagnosed with large cell lymphoma on (B)(6) 2025. The patient reported cleaning the device using warm water and mild soap. Although the patient purchased a soclean device, it was never used. Following the diagnosis, the patient began chemotherapy treatment. No additional clinical details or outcomes were provided. The patient reported receiving the remstar auto device in 2017. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. According to the information received, a patient was diagnosed with large cell lymphoma in (B)(6) 2025. The patient reported cleaning the device using warm water and mild soap. Although the patient purchased a so clean device, it was never used. Following the diagnosis, the patient began chemotherapy treatment. No additional clinical details or outcomes were provided. The patient reported receiving the remstar auto device in 2017. The device has not yet been returned to the manufacturer for evaluation. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Section 510k in box g has been updated/corrected in this report.